Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) catheter ruptured. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse performed a full inspection and did not find any contamination or fluid intrusion. The fse performed all functional tests and validated calibration. The iabp was returned to the customer.

Event description:
N/a.